Event description:
It was reported that when the patient presented in clinic for normal follow-up, the device exhibited inappropriate ams due to far r-wave oversensing on the atrial channel. The device was reprogrammed and remains implanted. The patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.